Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "broken protheses". This record is for right side. The device was explanted.

Event description:
Healthcare professional reported "leaking", "capsular contracture baker grade I".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b3, b5, b6, d4, d.6a, d.6b, g4, h4, h6.